Event description:
A customer in (B)(6) reported false negative results when using; chromid carba smart. A patient rectal sample was run after admission to the hospital and no growth was observed after incubation. Three days after admission the blood culture of the patient returned positive at (B)(6), the results of the identified as; enterobacter cloacae (carbapenemase positive).

Manufacturer narrative:
An investigation into a false negative event while using the chromid® carba smart test kit was performed. A complaint review for similar reports against on the lot and product number was performed. No systemic issue was identified as part of the trend analysis. Quality control strains were tested on 3 lots of test kits including the lot in question. This testing resulted in numeration, size of colonies and coloration intensity are within specification. The customer returned strain was tested on 5 separate lot of tests, varying over the shelf life of the product. This testing resulted in numeration, size of colonies and coloration intensity are within specification. Based on the results of the investigation, the complaint could not be confirmed and the product is operating within specifications.